Event description:
Md attempted to bolus pt, unsuccessful. Opened new epidural kit and changed actual port for epidural, no success with bolus infusion. Pulled out epidural tubing and reapplied new epidural. Kit that malfunctioned was given to nurse manager. Md thought was that potential crimping in tubing during insertion of first epidural. Unable to bolus freely after removed. Resistance still felt during attempt to clear tubing. In total, only two epidural kits were used.======================health professional's impression======================md thought was that was potential crimping in tubing during insertion of the first epidural but none was visible.

Event description:
A home patient (hp) contacted global technical services regarding a check patient line alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) instructed the hp to close/open the transfer set. The hp stated that there was air in the patient line. The tsr assisted the hp to end therapy to restart the setup. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.